Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator intermittently loses the configuration and indicates error code 10004. There was no patient involvement.